Event description:
The surgeon reported he was only able to fire 14 shots before the system shut down with a system message on display. The patient treatment was discontinued and rescheduled. No patient harm was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicated the system message. The system was recalibrated and temperature adjustment performed. The system was then tested and met all product specifications. This report was mailed to FDA on: 01/23/2009.